Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a biopsy procedure performed on (B)(6), 2012. According to the complainant, resistance was encountered during attempts to actuate the device due to the constricted anatomy of the bile duct. This resistance caused the handle wire to bend and, after further manipulation, the orange thumb ring detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the thumb ring had broken off; it was not returned. The handle wire was bent. It was actuated by hand and the brush would extend and retract without issue; however, the device was difficult to extend when inserted into a duodenoscope with a 2.8mm channel. It could still be retracted easily. The brush was extended and bent when received, and the working length was kinked in several locations. The condition of the returned device was consistent with the complaint that the handle wire bent and broke, which subsequently impacted the ability to actuate the device. It is likely that the working length became kinked during introduction into the scope, which could prevent the wire from moving during attempts to actuate the handle. Continued efforts to actuate the device can cause the handle wire to bend and ultimately break; therefore, the most probable cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a biopsy procedure performed on (B)(6), 2012. According to the complainant, resistance was encountered during attempts to actuate the device due to the constricted anatomy of the bile duct. This resistance caused the handle wire to bend and, after further manipulation, the orange thumb ring detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.